Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient slipped on ice, dropped the ilet, and the screen cracked, after which the patient reverted to multiple daily injections and a replacement device was sent. Symptoms included none reported and blood glucose was not affected. Outcomes included continued diabetes therapy via mdi and continued cgm use through the dexcom app or receiver. Investigation included customer communication, verification of shipping and return logistics, and arrangement for device replacement and inspection of the returned device. Investigation of this device revealed physical damage to the ilet user interface component consistent with accidental impact, with no indication of device malfunction prior to the drop. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to accidental dropping.